Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that a lost image occurred. During the percutaneous coronary intervention (pci) procedure that an opticross¿ imaging catheter was used in order to visualize the unknown target lesion, however, a lost image occurred. The procedure was then completed with another of the same device. No patient complications were reported and patient's status is good. However, after device analysis, it was revealed that an open hole was observed at the sheath lap joint section of the device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, and retract. The telescope cannot advance the transducer distal housing (tdh) to the most distal position. Fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. A good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).